Event description:
It was reported that an exactamix 1000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the connection port. There was damage in the connection port. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d4 (lot #, expiration date, UDI), d9, h3, h4, h6 (update codes), h11. H11: the actual device and two (02) photographs were received for evaluation. Visual inspection of the returned sample and photos did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed, and a leak was observed at the administration spike port bonding area. The reported condition was verified. The cause of the condition could not be determined, however was most likely due to inadequate or lack for cyclohexanone applied to the spike port cap tube when it was inserted to the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.